Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had unexpected power loss. The customer¿s blood glucose level unknown. The customer was treated with high blood glucose. The customer reported that they had power loss and was died. It was reported that the insulin pump didn't had low battery and didn't have another battery. The insulin pump will not be returned for analysis.